Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by shattered front ball bearing, a corroded integrated bearing and debris within the nose tip. (B)(4) device was found to be affected by shattered bearing and debris. (B)(4) devices were found to be affected by corroded bearings and debris in the nose tip. (B)(4) device was found to be affected by corroded bearings. The devices was found to be within specifications for the reported event for (B)(4) devices returned. (B)(4) device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events, in which the device was reportedly overheating. (B)(4) event had patient involvement and the male patient got a small first-degree burn from the device. (B)(4) events had no patient involvement; no patient impact.